Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of cramping, pain and edema with a change in pd prescription. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. Per the pdrn, the patient required training and was also instructed to monitor fluid and salt intake. The pdrn reported that the issues were unrelated to any fresenius product and the patient eventually was taken off home pd therapy. A high percentage of pd patients (67%) do not follow dietary guidelines and a substantial proportion of patients are found to deviate from their prescribed dialytic. The patient issues led to needed training in ccpd and eventual discharge from home pd therapy. Based on the available information and no allegation of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s edema with pain and cramping and change of pd prescription. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced cramping and some pain, as well as swelling of the ankles, during fills on the liberty select cycler. The patient also stated walking has been getting difficult and their equilibrium seems to be off. Additional information was obtained through the patient¿s pd nurse. On (B)(6) 2019, the regional director spoke to the patient who reported the symptoms outlined above. The pd nurse was notified. The patient was instructed to continue with 4 exchanges utilizing 2.5% delflex solution and to add 1 exchange utilizing 4.25% solution. The patient was also instructed to monitor fluid and salt intake. Later that same day, the patient contacted the pdrn stating being unable to tolerate the fill volume (volume unknown). The patient¿s fill volume was lowered, and the patient was instructed to keep the fluid in for no more than 5 hours. Over the next few days the patient added additional 4.25% solution to the prescription. The patient also decreased the nighttime exchange to no more than five hours. The patient had training on continuous cycling peritoneal dialysis (ccpd) on (B)(6) 2019 at which time all of the edema had resolved. The patient ended home pd therapy on (B)(6) 2019 for unspecified reasons. The pd nurse reported that the patient issues were not related to any fresenius product.